Manufacturer narrative:
The ge svc rep found that the workstation breaker cb2 tripped when the workstation was plugged into the radiology outlet. He asked the tech to reset the breaker. The system boots normally.

Event description:
The customer reported that the system will not boot up. There was no power to the workstation.